Event description:
Per the clinic, the device was explanted due to infection. There are plans to reimplant the patient with another device, however this has not occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).